Event description:
My insurance covers omnipod. I was given 6 boxes of omnipods 5 packs two months ago. The last two boxes that I received were recalled. Because it takes 10-15 days for replacements and it's too early for my insurance to refill my prescription, I will have no way to deliver my vital insulin until the mail brings my replacements. This is clearly a system error. I did not know about the recall until I got the alert on my phone the day after I plugged an affected device into my body. I thought I switched boxes when I put the second device in my body, but come to find out I had two affected boxes. Pt: 4582. Device: 1420. Ref: mw5189468.